Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain and acetabular loosening. Update: (B)(6) 2011 - litigation papers allege pt could not have known that the injuries she suffered were as a result of the asr implant until after the date the device was recalled from the market and pt learned of the recall. It is further alleged pt could have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood work. Femoral head added to complaint.

Manufacturer narrative:
The report states: patient was revised to address hip pain and acetabular loosening. Doi: unk - dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.